Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The initial reported event of lead failure resulting in physical injuries was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A lawsuit alleged the patient sustained "inappropriate and non-therapeutic shocks and/or failure of their implantable devices to deliver therapeutic shocks when warranted." Further, the lawsuit alleged the patient suffered physical injuries due to the implanted lead. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event. It was also reported that the right ventricular lead was explanted and replaced. It was further reported by an attorney that the patient alleged the device was explanted as a result of failure. The patient sustained physical injuries.